Event description:
A malfunction alarm was reported by the customer, indicated by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Technical support advised the customer to call back if the issue reappeared, and the customer acknowledged and understood the guidance.